Event description:
It was reported that during an unknown procedure, the device suddenly stopped working after using two hours. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. Upon testing it was noted that the hand activation contacts were damaged. The device was assembled to a handpiece and it was difficult to rotate the shaft due to the condition of the hand activation contacts; upon functional testing on a gen04 an error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device; in addition, corrosion was found at the hand activation domes. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. It is possible that the damage to the hand activation contacts did not allow the device to be torqued properly. This could have resulted in an error code message. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.